Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture due to increased pacing thresholds on the right ventricular (rv) channel. The loss of capture resulted in episodes of asystole greater than two seconds in duration and the patient reported symptoms associated with bradycardia. As a result, the rv outputs were increased. The rv lead is a competitor product. This pacemaker remains in service. No additional adverse patient effects were reported.